Manufacturer narrative:
Date sent to the FDA: 05/07/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 04/09/2021.

Manufacturer narrative:
Date sent to the FDA: 30-mar-2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the mesh was attached to the small bowel area which was dissected and separated and most of the mesh was excised and discarded. It was reported that the patient experienced severe pain, infections and swelling abdomen. No additional information is provided.